Event description:
It was reported that the pt, who is three months post implant, felt a jolting sensation in his back and had a "weird lead taste" in his mouth. It was noted that the pt's doctor did not seem too concerned. Further follow-up was not possible due to a lack of sufficient identifiers.

Manufacturer narrative:
(B)(4).